Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is experiencing atrial pacing impedance high out of range due to the port being plugged. A sam episode was observed resulting in signal artifact monitor (sam). Technical services (ts) was consulted and noted some episodes of anti-tachycardia pacing (atp) and a shock; these episodes appear to be appropriate. Ts stated that all lead measurements appear within normal range. This device remains in service. No adverse patient effects were reported.